Event description:
It was reported the patient experienced ineffective stimulation due to lead migration confirmed by x-rays. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.